Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer not detected on bus. Reported that main drawer 3.1 was not detected and initial power cycling with reseating of connections did not resolve the issue. The fse replaced the half height controller card and retractor band without success, then replaced two row boards, after which drawer 3.1 was detected and successfully tested using the hardware test application.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were not functioning, and all cubies had failed, likely due to suspected liquid intrusion. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.